Event description:
It was reported that the stent moved on the balloon and a shaft break occurred. The target lesion was located in a re-stenosed previously placed stent located in the proximal left anterior descending artery (lad) into the left mean. The 4.50 x 20mm synergy megatron stent was selected for treatment. A 7 french guide catheter and a guidewire was advanced through the lad and another guidewire was placed in the circumflex artery. The re-stenosed stent was expanded and a synergy xd 3.5 x 20 and a synergy xd 3.0 x 20 was advanced through the previously placed stent without stent interaction. When attempting to stent from the ostium of the circumflex back into the left main. The 4.50 x 20mm synergy megatron was advanced through the guide and into the left being a cirque and a pop was heard. There was an attempt to remove the delivery system, but only 95% of the stent delivery system was retrieved. Five inches of the stent delivery system remained in the guide catheter in the left main. Upon removal of the guide catheter, the detached portion of the synergy megatron delivery system was floating in the aorta. The detached portion was removed with a snare. The procedure was completed and no further patient complications were reported in relation to this event.

Event description:
It was reported that the stent moved on the balloon and a shaft break occurred. The target lesion was located in a re-stenosed previously placed stent located in the proximal left anterior descending artery (lad) into the left mean. The 4.50 x 20mm synergy megatron stent was selected for treatment. A 7 french guide catheter and a guidewire was advanced through the lad and another guidewire was placed in the circumflex artery. The re-stenosed stent was expanded and a synergy xd 3.5 x 20 and a synergy xd 3.0 x 20 was advanced through the previously placed stent without stent interaction. When attempting to stent from the ostium of the circumflex back into the left main. The 4.50 x 20mm synergy megatron was advanced through the guide and into the left being a cirque and a pop was heard. There was an attempt to remove the delivery system, but only 95% of the stent delivery system was retrieved. Five inches of the stent delivery system remained in the guide catheter in the left main. Upon removal of the guide catheter, the detached portion of the synergy megatron delivery system was floating in the aorta. The detached portion was removed with a snare. The procedure was completed and no further patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a damaged, stretched, unexpanded stent was received on the customers snare in the customers guide catheter. No part of the stent delivery system was returned. Analysis of the stent identified extensive damage along the length of the stent including damage to the proximal end of the stent (identified by 4 connectors between rows 1- 2 and 2 - 3). Stent damage and stretching was evident in the mid section of the stent.